Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the shaft was broken. The lesion being treated was located in the moderately tortuous, 80% stenosed left anterior descending artery (lad). The vessel diameter was reported as 3.0 mm. The vessel was pre-dilated with a stormer 2.5 x 20 mm balloon. The physician attempted to implant the taxus express2 8.8% 3.0 x 24 mm drug eluting stent in the lad and the proximal shaft broke. The procedure was completed with a medtronic s7 stent. No pt complications or injuries were reported. The pt's status is reported as good.